Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic left inguinal hernia repair, during inflation of the balloon in the patient's abdomen, the dissection balloon would not inflate. After several attempts at trying to inflate the balloon, the surgeon gave up and removed the device and used laparoscopic instruments to bluntly dissect the space by hand manually. There was no patient injury.